Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level was reading high (greater than 500mg/dl) while wearing the pod between 4 and 24 hours. The pod adhesive was coming loose and when removed from the infusion site (leg), the pod's cannula was found bent.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found a kink in the exposed portion of the soft cannula. It could not be determined how or when this damage occurred. The data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. The device was received with the adhesive pad fully attached. The inspection of the adhesive pad and welds found no damage or defects that would cause an adhesive failure. The cause of the adhesive failure could not be determined.